Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter had been successfully placed on (B)(6) 2010, and on (B)(6)2010, leakage was observed. The catheter was withdrawn from the pt and a new (B)(4) was inserted successfully. The insertion site is unk. There were no reported pt complications, injury or death.